Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 1ml ll ns foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: one of our customers has also reported that there is too much silicone oil in the 1ml bd luer-lok syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-may-2022. H.6. Investigation: it was reported there was too much silicone on the syringes. To aid in the investigation, ten loose 1ml luer lock syringes were received for evaluation by our quality team. A visual inspection was performed and each sample was observed to be slippery on the barrel exterior and contained excessive silicone both inside and outside of the fluid path. The observed condition was non-conforming per product specification. The silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue, nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided material number 309648, lot number 1127514. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Potential root causes for the excessive silicone defect is associated with improper positioning of the silicone gun leading to overspray on barrel flanges and the machine dial. Excessive silicone presence due to the misuse of the silicone gun purge function. Inadequate capture inspection procedures for silicone outside of the fluid path and improper adjustment requirements for silicone purge function.

Event description:
It was reported while using bd syringe 1ml ll ns foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: one of our customers has also reported that there is too much silicone oil in the 1ml bd luer-lok syringes.